Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 103 mg/dl. The customer states that missing lip ring from the top of the reservoir compartment. Troubleshooting was performed for damaged and noticed the reservoir still locks in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture at bottom of overlay, faded serial number label, peeling serial number label, peeling end cap address label and partially broken off reservoir tube lip.